Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the arm's instrument drive unit (idu) was not able to be moved and the arm indicated it was connected to a trocar and instrument in the patient without the patient in the room. The arm was disconnected and reconnected, but the issue wasn't resolved. However, restarting the system resolved the issue. There was no patient involvement.